Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and did not like the way the lens seated in the eye. The lens was removed and a different type of lens was implanted without any patient injury. The reporter stated there was not a problem with the lens.

Manufacturer narrative:
Other, no complaint against the lens.